Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. The device was not returned to the manufacturer, therefore, no analysis was conducted. Please reference MDR 1723170-2018-05263 for imaging system included in the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 20 minutes. It was reported that the site had issues with the imaging device being able to acquire images. The site took a scan of the patient, however, it never transferred. They changed cables and rebooted the navigation device without resolution. They brought in a second navigation device and took a scan and were able to proceed. After the case, the manufacturer representative (mr) attempted to take more spins with the imaging device, however while attempting to acquire, it would give the message, "3d mode disabled, navigation not ready" and would not acquire. The bulkhead was bypassed with no resolution. After the imaging device was rebooted, the site was able to take a spin. The surgery was completed with navigation and imaging and there was no impact on patient outcome.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to image transfer/nav system communication. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient total number of people in or unknown if information is provided in the future, a supplemental report will be issued.